Manufacturer narrative:
Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  Malformed or misaligned clips may occur due to the clip application technique. It is possible that the application structure size prevented the ends of the clip from meeting during closure, which can increase the probability of clips becoming malformed or misaligned. The probability of a clip becoming malformed or misaligned can also increase if the clip is not applied perpendicular to the structure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Although the root cause of the experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole (dr. (B)(6)) - "reported by (B)(6) that dr. (B)(6) had applied four clips, and on the fifth clip application to the vessel, the clip malformed and punctured the cystic duct. The clip was removed from the patient and placed on the back table, and was kept with sample device. Another clip applier (horizon-single load) was used to complete case." Patient status - no injury.